Manufacturer narrative:
Additional information was received on 27-aug-2024. The patient required extended hospitalization for reasons unrelated to the devices. Therefore, updated the following fields: h6. Health effect - impact code: hospitalization or prolonged hospitalization (f08). B2. Is hospitalization initial/prolonged. Additional information was received on 17-sep-2024. Hemorrhage occurred from the groin and the physician thinks that the hemorrhage led to anemia. Blood transfusion was conducted to treat anemia, and the physician thinks that the blood transfusion led to elevated creatine. Blood marker of hemolysis is not increased after procedure. That¿s why physician doubted if this was an influence of pfa or not. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a vizigo and the patient experienced renal dysfunction and anemia. After the procedure, the physician reported that the patient's renal function had decreased and the patient had anemia. The procedure on the day was performed as prescribed and there were no problems. Opinion of the physician in charge about the relationship between this event and the product was that renal function and anemia values were clearly different before and after the ablation. The physician is concerned whether anemia is hemolytic anemia. In a subsequent interview, anemia was mild. After the ablation was completed, hemorrhage occurred from the accessed groin due to inadequate compression hemostasis and suturing of the groin area. A small amount of blood transfusion was performed due to the hemorrhage from the groin area as noted above. After the blood transfusion, a mild anemia was confirmed and the creatinine level was increased due to the blood transfusion. Due to the increased creatine level, reduced renal function was suspected. The physician commented that there appeared to be no causal relationship with pfa or the biosense webster, inc. Products. The physician believes that the hemorrhage or transfusion was the cause. A vizigo sheath and several competitor's sheaths were used for the procedure. It was confirmed that the vizigo sheath did not cause any vascular injury. However, it was reported that a vizigo sheath was used for this procedure and was being inserted to the groin where hemorrhage occurred.

Manufacturer narrative:
During an internal review on 20-sep-2024, removed under h6. Health effect - impact code of "recognised device or procedural complication (f15)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).